Event description:
It was reported that "while taking pictures with the laparoscope noticed a piece of the upper seal of the 16912 inside the cavity. He retrieved the piece of seal and continued with the procedure. No patient injury."

Manufacturer narrative:
We acknowledge that this report is being filed outside the 30 day window. Upon review and further evaluation, it was determined to be MDR reportable. While this event is not MDR reportable, we are filing due to a previous event when surgical time was significantly extended in order to retrieve the dropped seal. We will file a supplemental report as soon as our investigation has been completed.